Event description:
Boston scientific received information that this patient recently received a shock for what was true ventricular tachycardia (vt) it was noted at that time that the right ventricular (rv) lead was exhibiting loss of capture and varied sensing. Boston scientific technical services (ts) was consulted and suggested that there is likely movement at the lead tip. To date, the lead remains implanted, no intervention has been performed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating this right ventricular (rv) lead went a revision procedure for loss of capture (loc). When the physician went in to check the lead, it was noted to have moved from its original location. The physician tried to retract the lead helix, and it would no longer work. As a result the entire lead body was turned and the lead was removed. Once the lead was explanted there was bodily tissue observed entangled in the lead helix. Another lead was successfully implanted in it's place. To date, no adverse patient effects have been reported.